Event description:
The hcp reported that the logs of the patient's pump showed multiple stalls and the last one had not recovered. The patient was not around emi, and there were not any volume discrepancies. It was recommended that the hcp replace the pump. No patient symptoms or outcomes were reported. The patient's pump contained fentanyl 2002 mcg/ml and bupivacaine 20 mg/ml.

Manufacturer narrative:
.